Event description:
Md was using a wound retractor for hand assisted colon surgery. The lower ring became detached from the upper ring inside of the patient's abdomen. All parts were removed from the patient.